Manufacturer narrative:
The device was returned to olympus, and it was observed that the light guide lens was dirty and an incorrect reprocessing scope was utilized. This complaint is most likely the result of failure to clean adequately. During testing and inspection, the following was also found: excessive stress was applied to the bending cover causing wear, due to wear of angle wire, bending angle in up/left direction does not meet the standard value. Due to wear of angle wire, the play of up/down and left/right knob is out of the standard value, the adhesive peels off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object and causing a dent on the connector cover, adhesive around light guide lens is peeled, the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the evis exera ii duodenovideoscope to olympus for annual inspection. Upon inspection and testing, it was observed that the light guide lens was dirty and an incorrect reprocessing scope was utilized. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material adhered to the part other than external surface of the device, the foreign material could not be removed by reprocessing. It is likely that due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide lens peeled off and moisture entered inside of light guide lens and corroded. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: the detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.